Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in the vlmode. No error was noted on the generator. The investigation found the device to function normally and within specifications. A scar has been issued to the supplier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did activate but several activations into the procedure reverted to en error on screen ¿invalid combination - error e414 - instrument combination not allowed¿. Retracted hook for dissection however when retracted back to ligasure, device stopped working and gave error on generator. The device was removed and opened another like device and it worked fine. There was no patient injury. When the was cleaned to prep for sterile wrapping for return, the insulation around the hook dissector was accidentally damaged (during cleaning). It is however include it in the sterile, closed pouch of the reported device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did activate but several activations into the procedure reverted to en error on screen ¿invalid combination - error e414 - instrument combination not allowed¿. Retracted hook for dissection however when retracted back, device stopped working and gave error on generator. The device was removed and opened another like device and it worked fine. There was no patient injury.